Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons harder to press, less responsive and sometimes had to press buttons twice. Customer's blood glucose level was unknown. Customer reported that the racks in casing around battery compartment and two cracks in reservoir compartment window. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Device had cracked battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corners.